Event description:
It was reported that multiple pauses occurred and the patient was pacer dependent. The longest pause was nine seconds. It was also noted that the right ventricular (rv) lead had oversensing. The rv lead was programmed off and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was also reported to be exhibiting high thresholds.

Manufacturer narrative:
Event summary: the proximal portion of the lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c4tr01 ipg; implant date: (B)(6) 2012. (B)(4).